Manufacturer narrative:
H3: the computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Software analysis determined that based on the information provided, software seems to be working as designed. According to hardware casepart-329207 the issue was caused by electrical issue. Software is functioning as designed. Fdm 10, fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed hardware inspection due to the cdrom. The cdrom was replaced and the failure was resolved. (B)(4). Outside of system service it was found that the cd/dvd drive replacement did not resolve the issue. The system was previously at 50% space used, and with the representatives (reps) got it down to 30% with no resolution. System was running media I/o 3.16, same as the fusion compact that successfully loaded the exams. It was requested that they rep try reinstalling the software, but a replacement computer would be sent. It was later noted that after replacing the computer and installing the software, the system would still not load two of the exam discs that would successfully load on the fusion compact with the same media/software. It was noted that the rep would try loading from a flash drive. Another update was received stating that out of the four discs, two were unable to be loaded onto the system. The rep was able to upload the two exams by using a usb and their laptop. The rep noticed a viewer application that was suspected to be the reason for this issue however when he checked the two discs that worked, they also had the viewer. The rep was later able to load all four discs onto another system. (B)(4). Other relevant device(s) are: product ID: 9 735368, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 9734699, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system would become unresponsive while attempting to load a patient exam via disc. The site swapped to compact and exam loaded. They mirrored media io scanner mask settings and the issue did not resolve. Only one of the exams would load. They swapped to usb to load the exam. There was no patient present when this issue occurred. It was reported that this was believed to be a formatting error.